Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent noise on all 3 leads, causing mode switches. The episodes have occurred at various times of day, since implant one year ago. The noise could not be reproduced. The lead measurements are normal. The noise inhibited pacing but patient is not pacer dependent and was not symptomatic with these events. The patient reported that he sometimes carries his cell phone in his pocket on the same side as his device.